Event description:
It was reported that a patient ¿represented¿ on (B)(6) 2013 for replacement of a lead. See MFR. Report 3004209178-2013-10666 for information regarding issues with the same lead with a previous implantable neurostimulator. It was noted that the patient informed the surgeon that she was booked for an MRI so the surgeon elected to remove the entire system, to be replaced following the MRI. It was reported that the surgeon was aware that there should be no identifiable problem with the implantable neurostimulator and the extension, and the surgeon was most interested in the lead. It was noted that there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Product ID: 3093-28, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. (B)(4). Final analysis of the implantable neurostimulator revealed no anomaly. Final analysis of the lead revealed no anomaly. Final analysis of the extension revealed no anomaly.